Event description:
This securement device was found to have become very loose where the clasp is pressed down to secure the feeding tube in place. The feeding tube migrated out of position and the pt aspirated the nutritional feeding.